Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient stated that while at work they had a low blood glucose level that caused them to pass out. The patient stated that they were brought to the emergency room that was downstairs where they work. They were treated for hypoglycemia and anxiety. The were provided medication and glucose through intravenous therapy.